Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple no delivery alarms during the bolus delivery and/or fixed prime process. The customer's blood glucose was 176 mg/dl. The caller stated that the reservoir was not empty. The customer disconnected from the insulin pump and was advised to deliver 5 units of insulin via the fill cannula process. The caller stated that insulin did exit during the 5 unit fixed prime. The customer was advised to remove the infusion set and stated that the cannula was not bent.